Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that an unexpected reset occurred. Reportedly, the customer went to the emergency room with a blood glucose (bg) level of 594 mg/dl and a high ketone level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. The customer reverted to manual injections for insulin therapy.